Manufacturer narrative:
Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient who had undergone implantation of the preloaded intraocular lens (iol) on (B)(6) 2023 had visited the clinic in the afternoon of (B)(6) 2023with complained about blurry vision. Account indicated that the patient was diagnosed with aseptic endophthalmitis. On (B)(6) 2023, the iol was explanted and discarded upon retrieval. The anterior chamber was washed with balanced salt solution including bosmin and cefmetazon, the vitreous body was cut, and an infusion with cefmetazon was administered on (B)(6) 2023. On (B)(6) 2023, the iol from another company (model hoya xc1) was implanted after re-examination per patient monitoring schedule. The physician commented that the iol could have been related to the event because endophthalmitis had developed from the first postoperative day. Through follow-up we learned that no similar incidents occurred with the other 18 patients who had surgery on that same day, (B)(6) 2023. There were no issues with hand washing by the hospital staff and no tears in the product packaging occurred that could have an impact on sterilization. No further information was provided.